Event description:
User facility reported vacuum alarms were encountered while using a disposable novasure device. The physician attempted to complete the ablation with a second device but the cavity integrity assessment (cia) test was unsuccessful. A hysteroscopy was done and revealed a perforation. There was no treatment needed for the perforation and the pt was discharged home.

Manufacturer narrative:
A review of the mfg records for lot and serial numbers provided revealed no abnormalities related to the reported info. These devices passed final testing prior to release. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.